Event description:
It was reported, the pt never felt therapeutic effect after an implant. The pt's implantable neurostimulator (ins) was explanted. Pt stated, the doctor said, the "ins was defective." Pt had a prior implant. For prior implant refer to MFR report #3004209178-2010-05818. Additional info has been requested and will be made as follow up as info becomes available.

Manufacturer narrative:
(B)(4).